Event description:
A hospital in (B)(6) reported that the expiratory limb of an rt235 breathing circuit was leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 infant breathing circuit was returned to fisher & paykel healthcare (B)(4) for visual inspection and pressure tested to check for leaks. Results: the visual inspection found no damage on the complaint device. The pressure test revealed that the complaint device performed within specifications. A lot check revealed no other complaints of this type for lot number 110714. Conclusion: there was no fault found with the returned complaint device as no damage was found on the device and the pressure test revealed the complaint device performed within specifications. All rt235 breathing circuits are pressure and flow tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production.

Event description:
A hospital in (B)(6) reported that the expiratory limb of an rt235 breathing circuit was leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt235 infant breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for inspection. We will provide a follow up report upon receipt of the complaint device and completion of our investigation.